Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).

Event description:
The initial reporter stated that there has been an increase in false positive elecsys hiv duo results for multiple patient samples tested on the cobas e 801 analytical unit. The following are examples of the alleged false positive results for three patient samples: patient sample 1: the elecsys hiv duo results are: 1.76, 1.77, and 1.76 coi (reactive; repeatedly reactive). Patient sample 2: the elecsys hiv duo results are: 1.29, 1.26, and 1.26 coi. Patient sample 3: the elecsys hiv duo results are: 6.91, 6.80, and 6.73 coi. The reporter did not provide any comparison or confirmatory test results.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. On 30-mar-2026, it was reported that the patient sample results from the cobas 6800 confirmed that the elecsys hiv duo results from the cobas e 801 analytical unit were false positives. The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation noted a qc drift, which was resolved by analyzer maintenance. The field service engineer performed preventive maintenance and troubleshooting. A general reagent problem is not suspected, as the issue recovers periodically. The investigation determined that the event was consistent with a site-specific/local handling issue. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation concluded that the elecsys hiv duo assay performs within specifications.